Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had oversensed noise resulting in inappropriate store atrial tachy response (atr) episodes. Technical services recommended an in-office follow-up to evaluate the integrity of the leads. At this time, the device, non-boston scientific ra and right ventricular (rv) lead remains in service. No adverse patient effects were reported.